Event description:
It was reported there was a microdislodgement on the ventricular lead shortly after implant. The patient refused lead revision surgery; subsequently, the physician increased the output voltage on the device. Recently the patient experienced syncope and was seen at the hospital. It was determined there was intermittent capture and pacing, and poor sensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: sedr01 implantable pulse generator (ipg) (B)(6) 2010, 4574 implantable pacing lead (B)(6) 2010. (B)(4).